Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure, a myocardial infarction (mi) occurred. The target lesion was located in the right coronary artery (rca). The reference vessel diameter was 2.7mm and the lesion length was 10mm. Pre-procedure was 80% stenosis and post-procedure was 0% stenosis. A 2.75x12mm liberte stent was implanted. No information if direct stenting was attempted. The procedure was a technical success. Post procedure the same day, a target vessel related inferior mi occurred and a rise in cardiac markers was observed. No ECG changes were appreciated. At the time of the event medications included clopidogrel and aspirin. Patient was discharged 6 days later without current angina complaints or silent ischemia. Discharge medications included asa 100mg daily/indefinitely and clopidogrel 7mg daily for 12 months. The procedure was a technical success.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown, therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4): device not returned for analysis.